Manufacturer narrative:
No lens returned in unit carton. Results- a lens work order search was performed and no similar complaints were found.

Event description:
The reporter stated the technician opened the vial of a cq2015 collamer three piece lens and noted that one haptic had broken off. The reporter stated the lens was received that way and was not used or loaded. There was no patient contact. The reporter stated the lens was defective. The back up lens was implanted.